Event description:
The patient's generator was replaced. The explanted generator was discarded. No further relevant information has been received to date.

Event description:
Clinic notes were then received noting that the doctor disabled autostimulation per the patient's request. It was noted that the patient feels stimulation even in off mode. The patient had also reported feeling stimulation when he raises his hand to his chest. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.